Event description:
The clinic reported that a laser vision correction patient presented with diffuse lamellar keratitis (dlk) stage I in right eye and slight inflammation noted at inferior edge of flap one day post treatment. The topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). On (B)(6) 2015 account reported that patient dlk resolved in 5 days and that he had flap lift and rinse performed.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.